Event description:
I had lasik surgery. The doctor promised it was safe and I was very low risk for any issues. I now suffer from severe dry eye which has taken a toll on my mental, emotional, physical and financial well being. I spend my days trying to treat my eyes and not living life. This is a nightmare and the doctors don't care. They are liars and there is no recourse to get help. This is my burden, my problem and I have went to a few doctors to help treat the issue. The treatments are cumbersome and are not very effective. I have serious depression from the symptoms of my severe dry eye and this is something that has greatly affected my life. There needs to be better testing and if outcomes like mine cannot be screened for before the surgery, then serious consideration needs to be made into the safety of lasik procedures.